Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
The end user reported that she began to feel pain after 24 hours of applying an eakin cohesive slim to her peristomal skin from 1 out of sample pack of 2 eakin cohesive slims. So, she removed her wafer and the eakin cohesive slim and noted a slit in her peristomal skin under the eakin cohesive slim which was approximately 25mm in length. She reapplied the wafer without the eakin cohesive slim. She saw her local ostomy nurse who cultured the area. She was prescribed gentamicin sulfate cream covered by a blue dressing and she suspected it was a hydrofera blue. She later experienced blood in her pouch, so she was advised to go to the emergency room at which time the slit she had erupted to an open area which measured approximately 38mm. The emergency room cultured the area and they determined that she had a bacterial infection. They also did a computerized tomography scan that did not show anything under this area. They placed her on amoxicillin orally. She later found out the culture the ostomy did when the area was just a slit grew bacteria as well. The area has since healed. She wore company wafer and changed every 3 days. No photo was available at this time.